Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented for one day post operative visit with diffuse lamellar keratitis (dlk) in a circular pattern in the left eye. Topical steroid dosage was increased. Patient is happy with results and has no complaints. Upon follow up, dlk noted to be resolved.